Manufacturer narrative:
A follow up medwatch will be submitted after new information has been received.

Event description:
The error message "runaway" was reported. Complaint # (B)(4).

Manufacturer narrative:
The reported failure was run away error message. A defective motor with a "runaway" error (the rpm diff error is the us term for the "runaway" error) was already investigated in sap complaint #(B)(4). According to the investigation report (lce02505) the most probabale root cause for the reported failure is an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). The hl 20 instructions for use was also reviewed on 2020-11-23 with the following outcome: extreme and sudden changes in the flow rate, especially during pulsatile pumping can also lead to a "run away" alarm the product in question was produced in 2013-06-27. The review of the non-conformities during the period of 2013-06-27 to 2020-11-23 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded the reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint # (B)(4).